Event description:
Report received of an overdelivery. The customer contact reported that the device was programmed in the dose calculation mode to deliver an unspecified concentration of propofol "two times that morning" without incident. Reportedly, the nurse "titrated" a third dose and left the pt's room. Approximately "5-10 minutes later", the nurse reportedly returned to the pt's room and found that "100cc of propofol had been infused." Reportedly, the pt's blood pressure "dropped to the 50's systolic, but came right back after a saline bolus." There were no reported adverse pt sequelae. Multiple unsuccessful attempts have been made to obtain additional information.